Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0231194 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that air leaked from the bd intima ii¿ IV catheter prn adapter from the loose heparin cap. The following information was provided by the initial reporter, translated from chinese to english: "before the infusion, the outer package of the indwelling needle was opened for inspection, and it was found that the heparin cap joint of the indwelling needle was loose and air was leaking. The indwelling needle was immediately replaced with a new one, and no adverse effect was brought to the patient."